Event description:
This report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14774 addresses the first hydratome rx 44, and manufacturer report# 3005099803-2013-15035 addresses the second hydratome rx 44. It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the initial cut was made using the hydratome rx 44, the device was withdrawn and an extractor pro balloon was used over the wire to sweep the cbd. The physician decided to extend the cut so he backloaded the hydratome over the wire. When the tome exited the scope, the physician noticed that the cut wire was detached from the tome and the detached wire was stuck on the tissue. The tome was removed and the loose cut wire that remained inside the patient was retrieved with a snare. When the detached wire was removed, ¿no real or minor amounts of blood¿ were noted per the physician. A second hydratome rx 44 was used to extend the cut but the physician hit a vessel and the patient developed bleeding. The bleeding was treated with ¿epi¿ and balloon tamponade with an extractor pro balloon. The patient was hospitalized to monitor the bleeding. The patient was discharged a few days later and is stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.